Event description:
Same case as 2134265-2009-03462 and 2134265-2009-03463. It was reported that during a renal drainage procedure, a catheter fractured occurred on three devices while in the kidney. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "ok".

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.